Manufacturer narrative:
The actual device was not available; however, a photograph of the sample and two retained samples were provided for evaluation. Visual inspection was performed on all the samples. The sample photo indicated the location of the leak was the ivex filter. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. A push-pull test was performed at all junctions, and no disconnections were noted. Air passage test and underwater leak test were performed, and no leaks were identified, and no blockages were found. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked at the saline droplet bulb (drip chamber). The issue was noticed during setup. The set was replaced without any further issue. There was no patient involvement. No additional information is available.